Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation and a rupture while in the patient anatomy. There was a kink in the shaft 8.5 cm distal to the guide wire exit notch. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kink and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp) of 14atms, when it was observed that fluid was coming out of a longitudinal rupture in the balloon 0.5 mm distal to the distal balloon marker and extending proximally, for an overall length of 2.5 mm. There were no scratches found and it could not be determine if the longitudinal rupture was along a crease or fold in the balloon. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The trek catheter was sent to scanning electron microscopy (sem) for further analysis. The analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. Damage was observed adjacent to, at and leading to the leak. The leak was located near a fold crease. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. Additionally, the lesion was reported as mildly calcified and may have contributed to the reported difficulty. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the second inflation at 12 atm which is below the rated burst pressure (rbp). Based on the information received, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the trek balloon was used for pre-dilatation to 12 atmospheres. A second inflation to 12 atmospheres resulted in a balloon rupture. Another trek balloon was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.